Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would no power on after replacing the battery. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4, serial number of the initial medwatch report indicates (B)(6). Section d4, serial number of the initial medwatch report should indicate (B)(6). Section h4, manufacturing date of the initial medwatch report indicates blank section h4, manufacturing date of the initial medwatch report should indicate 08/26/2009.

Event description:
A customer contacted stryker to report that their device would no power on after replacing the battery. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would no power on after replacing the battery. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement battery. The device and the battery were not received by stryker. The reported issue could not be verified or duplicated. No root cause could be established. The depleted battery was scrapped by the customer